Event description:
A pt reported experiencing erratic results with a ot basic meter. The pt's blood results were 194mg/dl, 133mg/dl. Tests were done < 10 minutes apart with a difference of 33%. Pt did not experience any adverse event. No further info has been reported.